Event description:
Procedure: cholecystectomy (sils). According to the report: the isolation portion of the distal shaft broke. A portion of the instrument did disengage into the cavity, and all of those pieces were retrieved in under 30 minutes.

Manufacturer narrative:
(B) (4).